Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the battery cap was crumbled and the reservoir compartment ring was missing. The customer's blood glucose level was 104 mg/dl at the time of the incident. The customer stated that the reservoir lip ring was not damaged and the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.